Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain in implant site for approximately six months and then the pocket reddened and was tender. The patient also reported that they were experiencing site irritation and scratching. The patient had an infection and the implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.